Event description:
As reported by the user facility: reports clinician placed epidural on labor and delivery pt as usual technique. Resistance was met when pulling the catheter back to its normal spot. The catheter was removed, but the tip remained in the pt. A small metal fragment was observed and removed with sterile tweezers. The area was explored and the tip of the catheter was not found. The clinical prepped a new area and placed the epidural with no difficulty. The pt followed with delivery as expected. After discussion with the pt, a decision was made for no further follow-up on the catheter tip

Manufacturer narrative:
(B)(4). One used catheter, without packaging, was received for evaluation. Approximately 9cm of the catheter tip appeared to be missing. The fractured end of the returned catheter was stretcher/elongated, with part of the inner coil of the catheter unwound and extending out from the fractured area. This type of damage is consistent with epidural catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. Review of the discrepancy management system database performed for the reported kit lot number and involved catheter lot did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. The event description did indicate that resistance was met when pulling the catheter back. Based on the examination of the returned sample, the damage observed does not appear to be the result of a manufacturing defect, but instead related to the catheter being stretched to the point of fracture. If additional pertinent information becomes available, a follow-up report will be filed.